Event description:
It was reported the implantable neurostimulator (ins) was flipped and it was confirmed. It was stated there was high impedance on all circuits with case and 4-7 had >40,000. It was noted surgical intervention would be required and they would be scheduled to secure the connections at the pocket site as well as the lead/extension connection site. It was stated impedance testing, x-rays, and reprogramming were performed. It was stated the patient had pain at the site of the lead/extension site. It was noted the patient status at the time of report was alive with no injury. It was further reported that although the patient had a dual-channel ins, they only had one lead implanted on the right hemisphere which would explain the open circuits on the right hemisphere.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu _unknown_lead, serial# unknown, product type lead. (B)(4).